Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 04006325101 (B)(6) - gps implant kit v2. (B)(6) 320-15-02 - rs glenoid plate sup aug, 10 deg. (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6) 300-01-07 - equinoxe, humeral stem primary, press fit 7mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-38-00 - equinoxe reverse 38mm humeral liner +0. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm.

Event description:
As reported, approximately 3 weeks and 2 days post the initial left reverse total shoulder arthroplasty, the patient presented with dislocation due to lack of tension and was revised. The surgeon extracted and replaced the humeral stem, adaptor tray, and humeral liner. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.